Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided and pump reset information was needed. Elevated bg was addressed by correction injection using multiple daily injections, customer reset pump with assistance from technical support, and malfunction did not recur, so customer was advised to continue using pump and to call back if problem returned.